Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Additional information: device evaluated by manufacturer, per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, patient factors (elliptical annulus and eccentric annular calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During the transfemoral tavr procedure, the balloon aortic valvuloplasty (bav) balloon ruptured during inflation, resulting in a balloon fragment remaining in the patient. As reported by our european affiliate, while inflating the bav balloon in the calcified native annulus with the normal volume, the balloon ruptured and burst. The damaged balloon was partially retrieved into the catheter, where it got stuck. After several unsuccessful attempts to pull out the bav balloon catheter, the entire system, including the expandable sheath (esheath) was removed. Following removal from the patient, examination of the bav balloon indicated the proximal part had been elongated and part of the balloon had been pulled off and remained in the patient. The procedure was aborted. The patient was stable and the femoral access site was closed. The patient was transferred to the care of a vascular surgeon for analysis and removal of the remaining piece of balloon. The patient¿s native annulus measured 15mm x 21mm, with eccentric calcification. A concentration of calcium was noted at the 7 o¿clock position.